Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The black box showed partially discharged batteries were installed resulting in replace battery alarms, and low battery warnings. The battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. The test battery cap was able to attach to the pump. No moisture/corrosion was found in the battery compartment. The pump electrical current draws measured within specifications. The battery life issue was not duplicated during investigation. The pump cover was removed to find moisture internally on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.